Event description:
Healthcare professional reported "grade iii cc", "recurrent capsular contracture" and "intracapsular silicone implant rupture" confirmed via MRI. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Lab analysis results: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "grade iii cc", "recurrent capsular contracture" and "intracapsular silicone implant rupture" confirmed via MRI. This record is for the left side. The device was explanted and replaced.